Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's system was revised due to high thresholds on the right ventricular lead. When the physician was removing the implantable pulse generator (ipg) from the pocket with a mosquito clamp, the surface of the can became depressed. The physician then decided to replace the ipg. No patient complications have been reported as a result of this event.